Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl is unknown. However, the pvl may be due to the valve being under deployed or patient factors not provided (e.g. Cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of a phone call, the patient stated the ID card says 'bovine', but the patient thought a mechanical heart valve was implanted and would like to confirm. Upon further investigation, it was confirmed the patient received two valves. During deployment of the 23mm sapien ultra valve in the aortic position via transfemoral approach, it was noted that a paravalvular leak (pvl) showed moderate to severe leak. A post-dilation 2x with 2cc extra contrast in inflator was performed with little improvement. A second valve was implanted to seal and the leak improved to a mild leak.